Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 38 indicating consecutive stalled motor events and was instructed to restart the ilet multiple times, after which a replacement ilet was shipped and the original was requested for return; the user¿s blood glucose rose above 400 mg/dl for approximately eight hours, and the user administered 6 units of humalog as backup therapy while continuing dexcom cgm use. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included device replacement and provision of return shipping with guidance to shut down the device and to complete a full startup on the replacement, with no hospitalization or medical intervention reported. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.